Manufacturer narrative:
The initial reporter named in block e1 is point of contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer. It was reported that during the pm inspection, the cardiosave intra-aortic balloon pump (iabp) was showing "cover and casters damage by transport". A getinge fse inspected and found the cardiosave rear cover assembly of the rescue/ transport unit had been bent inward. The damage was caused by over securing the device with ratcheting tether straps to secure transport in vehicle. Checked all tubing and found nothing damaged internally. Replaced the console cover , screw flat head 6-32 x 1/4 and wheel assembly. Functional tested with any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. No patient involved and harmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units cover and casters are bent inward. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.